Manufacturer narrative:
Initial investigation confirms fault as discribed by the user, level sensor would not light up when expected. All parts appear in good condition. Part returned to OEM for further investigation.

Event description:
User reported a failure of a level sensor where the sensor was unable to sense the fluid level in the blood reservoir, and was not triggering the safe flow level as it should have been. Incorrect measurement from a level sensor is considered a reportable malfunction.